Event description:
It was reported that the patient was having a right-hemi colectomy due to bowel cancer and the surgeon did an extra-corporeal anastomosis using the ntlc75 set on blue. The patient was not complex and was fit and well before surgery. The patient presented with anastomotic leak, just after the staple line had been crossed at day 7 after surgery with contamination in the abdomen. They were bought the patient back to theatre, the staple line was oversewn, and the patient was given a temporary stoma and is now doing okay. I think the surgeon believes that a staple was caught in the knife blade as he crossed stapled, and this caused damage to the next part of the staple line. In future he will use a straight stapler such as a ta90 for this part of his anastomosis.

Manufacturer narrative:
(B)(4) batch # unk health effect ¿ clinical code (B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? What color setting was selected on the device and what was the sequence of the firings? What anatomical structures was the device fired on? What device was used to create the common channel? What was used to close the common opening? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? How were the post-operative issues identified? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak upon reoperation? What is the current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.